Event description:
Event description cpi recieved information that this bipolar endocardial tined lead (0010) was repaired due to the patient recieving inappropriate shocks. An invasive procedure was performed, and the lead insulation, which pulled back from the yoke of the conector exposing the conductor was repaired with silastic and a 6830 sleeves.